Manufacturer narrative:
Follow-up #1: date of submission 0/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a battery compartment crack was found from the top to cover part and below bumper pad. A battery compartment leak was found. Moisture corrosion inside all internal pump: in battery compartment, on motor flex connector. A dim, pink display was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.